Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7079240, UDI: (B)(4).

Event description:
It was reported that patients leg could not be moved. It was noted that patient had a hematoma. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and nothing will be return.